Event description:
It was reported that the right ventricular lead was explanted due to high impedance of greater than 200 ohms at the clinic prior to a scheduled induction. No patient complications were reported as a result of this event.